Manufacturer narrative:
Investigation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Staff said there was a connection issue initially, had purge flow high/low pp alarms, and had console failure alarms. Advised to get unplug cord and plug back in, get new purge cassette and do a fake bag change, and restart process. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.